Event description:
Info received indicates the head of the bed in the flat position and cannot be raised. The account's maintenance can hear the hydraulic motor kick on.

Manufacturer narrative:
The account's maintenance found the base should cover was holding down the CPR lever which prevented the head section from rising. He adjusted the shroud cover to repair the bed.